Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips: (B)(6). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 20.2 mmol/l. The customer's expected fasting blood glucose test result range is 5 - 7 mmol/l. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer; customer's test strips are expired and she did not have another vial. The product is stored according to specification in the office. The test strip lot manufacturer's expiration date is 01/15/2019 and open vial date is more than four months ago (expired). The meter memory was reviewed for previous test result history (date/time not set): result 1 :20.2mmol/l date: (B)(6) 2018 time:10:21pm fasting; result 2 :10.4mmol/l date: (B)(6) 2018 time:04:48pm fasting; result 3 :10.4mmol/l date: (B)(6) 2018 time:4:41pm fasting; result 4 :11.1mmol/l date: (B)(6) 2018 ime:5:23am fasting; result 5 :9.5mmol/l date: (B)(6) 2018 time:8:15pm fasting. The customer is calling because she feels that the results she is getting from the meter are reading high.